Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during use. After a restart, the programmer had an error. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer booted up to an error. The programmer was repaired and re turned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.